Manufacturer narrative:
Device was sent in as a heating up service repair on 9/24/2024. After running a test on the insert, the insert ran normally. It was suggested to run the insert with some water to avoid overheating. The adverse event was then reported to hu-friedy on 10/4/2024.

Event description:
User facility reported that the device burned the patient's lip. No medical intervention was required.